Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Reportedly, the suspected cause of the elevated bg level was unknown. Multiple attempts were made by tandem technical support to obtain additional information on the reported event; however, no further information was provided. It was reported that the customer was "not feeling" elevated bg levels during the time of the reported event.